Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following could not be completed with the limited information provided. Date of birth - ni, patient weight - ni , reporter address & phone number - ni, concomitant medical products - nexgen all poly patella catalog 00597206535 catalog lot 61425092; nexgen tibial component catalog 00591605001 lot 61080014; nexgen articular surface catalog unknown lot unknown. This report is number 3 of 6 mdrs filed for the same patient (reference 822565-2017-00856 / 1822565-2017-01089 / 1822565-2017-00913 / 1822565-2017-01068 / 2648920-2017-00082 / 0001822565-2017-01099).

Event description:
Patient underwent a third left knee revision due to pain and difficulty walking approximately one year post revision for exchanging the articular surface. All components were removed and replaced with competitor product.